Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following additional finding: the electrical contacts were corroded. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: it is probable that the air leak occurred due to cracks by the connectors. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had an air leak from the connector. There was no patient involvement.